Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient services (pss) received call from patient stating that the handset has been doing strange things. The caller stated that they have an appointment with the healthcare provider (hcp) on thursday and when they went to check the implantable neurostimulator (ins) it was turned on and it was suppose to be off. The caller stated that they suspect that the ins has been on for awhile due to their symptom's. The caller stated that they turned the ins off in the end of july and at the end of august. The caller stated that when the ins is turned on they have trouble pronouncing some words , and they've been noticing that the last couple of weeks. The caller stated that they currently have the ins turned off. Pss reviewed with the caller that powering the handset on and off will not affect the dbs. Pss explained to the patient that they have to connect into the dbs therapy app. Pss redirected the caller to hcp if they have further questions.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported in june they developed acute panic attacks, so they turned off the device on june 15th to be sure it wasn¿t a cause. The panic attacks continued and on october 5th the device was turned on again which was when they noticed it was already on even though the last time, they used the handset it showed it was off and the handset wasn¿t holding a charge. The consumer stated to resolve the issue the device was reset, but also stated the issue wasn¿t resolved.